Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (b)(6.

Event description:
The customer received questionable elecsys ft4 ii assay results for one patient sample from a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The serial number was requested but was not provided. The results were 2.13 ng/dl and 2.06 ng/dl. The result by the abbott method was 1.35 ng/dl. It was unclear if any erroneous result was reported outside the laboratory. There was no allegation of an adverse event. Interference by auto-antibodies was suspected. As no sample material was available, further investigation was not possible. From the information provided, a general reagent issue could most likely be excluded.